Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient programmer (pp) antenna was not working since last week. The patient also reported that their stimulation was too high and uncomfortable since the past week. A replacement antenna was sent. No further complications were reported/expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient¿s antenna got damaged and her stimulation was at 9.50 volts, so the patient was using the recharger to turn it on. This was why the patient felt uncomfortable, because she was unable to decrease using the recharger. The step the patient took was to leave stimulation off until she got the antenna and to take a pain killer.